Event description:
Customer reports lancet protruded from cap of the softclix device after firing. States the needle stick was very painful, and caused a lot of bleeding; no medical treatment required. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.